Event description:
After an implantation period of approx. 33 months, oversensing on the ventricular channel was reported. The lead was capped.

Manufacturer narrative:
After an implantation period of approx. 33 months, oversensing on the ventricular channel was reported. The lead was capped. We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In the recorded period between may 29th, 2019 and january 23rd, 2020, the right ventricular pacing threshold was constantly recorded around 1 v with one peak onto 3.1 v in the beginning of december 2019. In the provided iegm episodes, artefacts were visible in the right ventricular channel, leading to the reported oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.